Event description:
Stop cock on art line came apart as nurse was using the stop cock to draw a blood sample. Arterial line bled back through the opening into the pt's bed. Luckily the nurse was currently drawing blood and felt the stop cock come apart. Art line was changed and defective tubing set sent to clinical engineering.